Manufacturer narrative:
Probe was received for evaluation. A visual assessment of the returned sample showed no obvious non-conformities. However, the trocar was stuck on the laser probe. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. There were 930 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery the laser probe would not go through trocar. There was a patient contact but there was no patient impact noted. The procedure was completed by using new laser probe. There was no medical or surgical intervention required as result of the event.